Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found yellow impurities in the nozzle, the adhesive of the bending cover was aged, and the protector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a insufficient air and water flow which is an indicative of insufficient or incorrect reprocessing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual_ precleaning the endoscope and accessories: flush the air/water channel with water and air. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution". Olympus will continue to monitor the field performance of this device.